Event description:
It was reported from the patient¿s mother that she thinks the vns is not stopping her daughter¿s partial seizures recently. The patient was seen by the sales rep who increased her duty cycle until she is seen for follow-up by the physician. No additional or relevant information has been received to date.

Manufacturer narrative:
Initial MDR inadvertently reported the event as a malfunction instead of serious injury with intervention taken.